Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no:2420-0007 batch no: 20066488 it was reported that bd alaris pump infusion set that was used on a patient and resulted in a leakage of almost an entire bag of an antibiotic. Event description per email states: we have a bd alaris pump infusion set that was used on a patient and had a big leak in it and almost an entire bag of an antibiotic was leaked onto the floor as a result of the leaking tubing. I do have the defective set, however I do not have the packaging. We checked the bin where this set was pulled from and all of them in the bin are from the same lot so we are assuming this set came from that same lot#.

Manufacturer narrative:
H.6. Investigation: a sample has been received and evaluated by visual inspection under microscope. The customer's complaint of leakage has been verified. There is a substantial tear in the pump segment of tubing that is placed inside of alaris pump during infusion. A device history record review for model 2420-0007 lot number 20066488 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be identified at this time. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20066488. It was reported that bd alaris pump infusion set that was used on a patient and resulted in a leakage of almost an entire bag of an antibiotic. Event description per email states: we have a bd alaris pump infusion set that was used on a patient and had a big leak in it and almost an entire bag of an antibiotic was leaked onto the floor as a result of the leaking tubing. I do have the defective set, however I do not have the packaging. We checked the bin where this set was pulled from and all of them in the bin are from the same lot so we are assuming this set came from that same lot#.